Manufacturer narrative:
(B)(4)

Event description:
It was reported during a follow-up check, device interrogation exhibited a high hv lead impedance alert. An impedance test revealed normal values. No patient symptoms were reported. No intervention was reported.